Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) found no login issues and was able to access pes successfully. The tss confirmed with the customer that all systems were working normally again. Users could sign in to both the patient encounter system (pes) and the stations without any problems. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to log in to all stations, and the error message displayed was unable to authenticate.however, there were no delays, adverse events or injuries reported based on this event.